Event description:
This device was implanted on (B)(6) 11, and explanted on (B)(6) 12, due to failed dfts. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).